Manufacturer narrative:
Additional information: block d4 (UDI) manufacturing investigation: the affected device was not available for investigation. Therefore an investigation of the device was not possible. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as univation xf tibia. It was reported that as a result of having the product implanted, the patient has experienced left knee pain, a loss of mobility, and difficulty walking. The primary surgery occurred on (B)(6) 2017, and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: no187z (as univation x femur cemented f3 lm). Nl472 (univation x pe insert t3 rm/lm 7mm). Np583r (threaded pin, headless 3.2mmx63mm). The cement used is unidentified. The adverse event / malfunction is filed under aag reference (B)(4).